Manufacturer narrative:
Date of death was updated from (B)(6) 2017 to (B)(6) 2017. Date of event was updated from (B)(6) 2017 to (B)(6) 2017.

Manufacturer narrative:
Additional manufacturing narrative: corrected data: date of this report was updated from "01/30/2017 " to "01/31/2017."

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the nurse entered the room to find patient unresponsive and rad 8 audibly and visually alarming. Both parameter displays were flat lines. Patient expired.